Event description:
Dealer stated the bar that is in the upholstery is starting to wire through ripping the upholstery. Dealer stated there were no injuries associated with the incident. Dealer stated the chair is a rental chair, no end user information.